Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of issues with the customer's insulin pump. The mother states the customer had received no delivery alarms. The customer's blood glucose level at the time of incident was 476mg/dl. The customer's most current level was 315mg/dl. The customer treated the high with bolus. Troubleshoot was conducted and the cannula was noted to be bent. The customer was advised infusion sets would be replaced.